Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance / manufacturing irregularities] were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed?

Event description:
It was reported that during a gastric bypass the patient was operated on (B)(6) 2021. On the 3rd dpo she returned to the hospital in shock. An emergency intervention required. Upon entering the patient's cavity, a total staple dehiscence of excluded handle was noted. The patient is in serious condition at the ICU. Required surgical reintervention.